Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging was received for analysis. Product code sxpp1a400. During the visual inspection of the needle, the swage area was noted with marks probably caused by a surgical instrument. The received suture was inspected, and no breakage suture was observed. However, the extreme was noted to be broken and damaged (crushed) on the surface suture and near the end area probably caused by a surgical instrument. As per the returned conditions of the sample, no functional test was performed. The other section of the suture was not returned for analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if possible, please provide the lot number. Contacted with the sales rep today via phone, the lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the patient underwent subcutaneous suturing for an unknown procedure on an unknown date in (B)(6) 2024 and suture was used. The suture broke when sewing. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.